Manufacturer narrative:
An event regarding infection involving a metal head component was reported. The event was not confirmed. The device was not returned for analysis. Medical records received and evaluation: not performed as no medical records were received. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Post op diagnosis a month later: left hip periprosthetic joint infection. Procedure performed: left hip joint arthrotomy for infection with extensive irrigation and excisional debridement utilizing scalpel, electrocautery, rongeur, and curettes. Wound vacuum-assisted closure (vac) application performed on left hip, wound size greater than 50 cm. A few days later, pre-op diagnosis: left hip periprosthetic joint infection procedure performed: left total hip revision (head-liner exchange) left hip irrigation and excisional debridement down to level of bone - 10cm x 18cm (180 cm) - 11044 x 11047x8. Findings: ongoing necrotic tissue requiring further excisional debridement. Acetabular and femoral components well fixed and stable. Head and liner exchange completed without difficulty. Able to achieve a surgically clean wound following the excisional debridement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Post op diagnosis a month later: left hip periprosthetic joint infection. Procedure performed: left hip joint arthrotomy for infection with extensive irrigation and excisional debridement utilizing scalpel, electrocautery, rongeur, and curettes. Wound vacuum-assisted closure (vac) application performed on left hip, wound size greater than 50 cm. A few days later, pre-op diagnosis: left hip periprosthetic joint infection procedure performed: left total hip revision (head-liner exchange) left hip irrigation and excisional debridement down to level of bone - 10 cm x 18 cm (180 cm) - 11044 x 11047 x 8. Findings: ongoing necrotic tissue requiring further excisional debridement. Acetabular and femoral components well fixed and stable. Head and liner exchange completed without difficulty. Able to achieve a surgically clean wound following the excisional debridement.